Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 82 months, oversensing without inappropriate therapy was reported. The patient had no symptoms. The device was reprogrammed to crt-p only to remove therapy and device and leads remained implanted at that time. No adverse patient side effects have been reported.